Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen out of the end of the tubing during fill tubing. Reportedly, the luer lock connection was crooked. The user successfully adjusted the luer lock connection and saw insulin drops out of the end of the tubing during fill tubing. There was no impact to the user's blood glucose level.